Manufacturer narrative:
Root cause not identified as no data nor device, were returned for analysis.

Event description:
It was reported that the patient with this device attended follow up and the device was found to be in back up vvi pacing and at end of life (eol). The device was explanted; however, is not intended to be sent back for analysis. No resulting adverse patient effects were reported. The physician has stated an accelerate rate of battery depletion was alleged.